Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch veriosync meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the error 4 issue occurred on (B)(6) 2015. It is unknown what medications, if any, the patient takes to manage her diabetes or if she made any changes to her diabetes management routine in response to the alleged issue. The patient reported that "24 hours" prior to the meter issue occurring she had developed symptoms of "dizziness, blurred vision and fatigue" and that on (B)(6) 2015 she visited an emergency room (ER), where she had her blood glucose tested on an ER meter which gave a result of "above 600 to 800mg/dl" and she was treated with IV fluids. During troubleshooting the cca noted that it was not the first time the device had been used. The test strips had not expired and the patient was following the correct testing procedure. When the patient was walked through a retest, the issue remained unresolved. The patient was sent replacement products. Although the patient reported symptoms suggestive of a hyperglycemic event and subsequently received medical intervention, the symptoms occurred prior to the meter issue, therefore there is no indication that the subject meter caused or contributed to the serious injury. This complaint is being reported as the alleged issue was not resolved with troubleshooting.